Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping surface was severely worn out. It was partially peeled off and the metal surface was exposed. No missing portion other than sever wear of the grasping surface was confirmed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. It can be inferred that the ultrasonic output was repeatedly activated while the grasping section was closed without grasping anything in between the grasping section and the distal end of the probe, or the ultrasonic output was repeatedly activated when completion of the tissue dissection was not confirmed. This might have caused the grasping surface to wear out severely and part of it had peeled off. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, serial number: (B)(4) (manufactured on march 1, 2021). Surface of the grasping section was heavily worn and the metal surface was exposed. Part of the surface was peeled off. There were no missing parts. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the surface (pad) of grasping section was severely damaged. There is a part that is charred black and has a hole where the metal on the back side can be seen. The perforated part is slightly floating from the metal. The user facility found the event during a reprocess procedure. There was no patient injury reported.